Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 38-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, asthma, colitis, cholecystectomy, abdominoplasty and vasectomy. On (B)(6) 2015 she undergo essure confirmation test. Concurrent conditions included abdominal pain, endometriosis, chest pain, colitis, sepsis, vomiting, degenerative disc disease, degenerative joint disease, acute vaginitis, uterine fibroids, dyspareunia, mucositis and chronic cervicitis. Concomitant products included alprazolam (xanax) for depression and anguish as well as ciprofloxacin from (B)(6) 2015 to (B)(6) 2017, fluconazole (diflucan), furosemide (lasix), ibuprofen (motrin), metronidazole (flagyl) from (B)(6) 2017 to (B)(6) 2017, omeprazole (protonix) and promethazine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain / loss (specify which one) weight"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingooophorectomy total hysterectomy (uterus and cervix removed) ¿ tlh). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the anxiety, depression, menorrhagia, vaginal haemorrhage, weight fluctuation, vaginal infection, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2017- she performed oophorectomy (bilateral removal of ovaries) salpingoophorectomy surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea, vaginal discharge". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a (B)(6) female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, asthma, colitis, cholecystectomy, abdominoplasty and "vasectomy". On (B)(6) 2015 - she underwent essure confirmation test. Concurrent conditions included abdominal pain, endometriosis, chest pain, colitis, sepsis, vomiting, degenerative disc disease, degenerative joint disease, acute vaginitis, uterine fibroids, dyspareunia, mucositis and chronic cervicitis. Concomitant products included alprazolam (xanax) for depression and anguish as well as ciprofloxacin from (B)(6) 2015 to (B)(6) 2017, fluconazole (diflucan), furosemide (lasix), ibuprofen (motrin), metronidazole (flagyl) from (B)(6) 2017 to (B)(6) 2017, omeprazole (protonix) and promethazine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), depression ("psychological or psychiatric problems condition: depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight fluctuation ("weight gain / loss (specify which one) weight"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"), 2 years 5 months after insertion of essure. The patient was treated with surgery (bilateral salpingooophorectomy total hysterectomy (uterus and cervix removed) ¿ tlh). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the anxiety, depression, menorrhagia, vaginal haemorrhage, weight fluctuation, vaginal infection, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2017- she performed oophorectomy (bilateral removal of ovaries) salpingoophorectomy surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea, vaginal discharge". Most recent follow-up information incorporated above includes: on 10-jul-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), weight gain, weight loss, vaginal infection, dysmenorrhea (cramping), vaginal discharge. Reporter information, medical history, concomitant drug, events onset date, events outcome, essure insertion and removal date were added. Device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.